Event description:
It was reported that during follow-up, high, out of range pacing lead impedance and high capture threshold were observed. Physician elected to monitor the lead. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.